Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer reported had a problem with blood collection device, the safety device is not locking after use and resulted in a needle stick.